Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The proximal segment of the lead was returned, severed 87 millimeters from the terminal pin. Visual inspection noted the cathode coil was cut. The insulation and anode coil were melted due to electro-cautery. Analysis could not confirm the clinical observation.

Event description:
Boston scientific received information that during a normal device change out procedure, a fracture to this right ventricular pacing lead was observed. The lead was capped and successfully replaced. No adverse patient effects were reported.